Event description:
France. Allegedly, a patient who underwent a revision augmentation on 2019 with motiva implants. An MRI was performed and reveals a siliconoma on her right breast r: (B)(6).

Manufacturer narrative:
Dfu revision: the instructions for use in the directions for use were reviewed to determine if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable on the section of surgical precautions as follows: "lymphadenopathy ¿ silicone-induced lymphadenopathy is a well-known rare complication of implant insertion. It is a disease of the lymph nodes (small, round structures that operate as part of the body¿s immune system). They become abnormal in size or consistency (most commonly producing swollen or enlarged lymph nodes).20 after implant insertion, axillary lymphadenopathy causes are multifactorial, with possible factors including granulomatous reaction, inflammation, and/or malignancy. Literature reports associate lymphadenopathy with intact and ruptured silicone breast implants since microscopic silicone droplets can migrate to body tissues even when the implant surface remains intact. Breast implant rupture and/or leakage through an intact surface can cause fibrosis and granulomatous reactions, which in turn can result in a contracture or regional lymphadenopathy that sometimes mimics malignancy. Various patterns of lymphadenopathy and even extranodal pathology may be observed." In addition, a review of the device history record was conducted, and it was concluded that there were no deviations in the manufacturing process of this device that would have caused or contributed to this incident. When the investigation process is completed, the applicable findings will be included in a supplemental. At establishment labs, we are committed to patient safety and continually evaluate the performance of our devices through post market surveillance of reported complaints & adverse events.